Manufacturer narrative:
The device was returned and evaluated. In the case description, the user mentioned receiving a 13 u bolus unprogrammed. Inspection of the returned controller found the lcd display to be cracked. These cracks did not impact lcd readability or touch functionality. Inspection of the audit logs confirmed the delivery of a 13 u bolus on 21nov2023 as reported. Inspection of the engineering logs from the date were found to be overwritten due to continued use of the system. Without the engineering logs from the bolus, it could not be conclusively determined if the bolus was programmed by the user. Inspection of the available engineering logs found that all boluses captured showed evidence of interaction to program and deliver the boluses. During the investigation, the pdm was able to pair with an unused pod, deliver a 5u bolus, and deactivate the pod with no issues. No evidence of an unprogrammed bolus was observed during testing and no issues that would contribute to an unprogrammed bolus were observed. The pdm was returned with a pod. The data downloaded from pod showed no alarms or abnormalities. The date of activation shows that this pod was used around the time of the reported bolus. Inspection of the pod found no abnormalities that would contribute to an uncommanded bolus. The exact cause of the reported uncommanded bolus could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus allegation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached below 3.9 mmol/l (>70 mg/dl). Without a bolus being manually entered, the patient's personal diabetes manager (pdm) issued a 15 unit bolus that caused bgs to drop. A new pdm was sent to patient.